Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking minicap transfer set. This event was noted during patient use, though no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.